Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. During revision procedure the lead was noted to be fractured. The patient did not experience any symptoms. The lead was capped, the patient was in stable condition.